Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-301; lot# sthwsvor. Triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# upwba. Triathlon asym patella a35x10; cat# 5551l350; lot# ldp174. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar event for the sterile lot referenced.

Event description:
Patient underwent I and d with liner exchange following primary [left] tka [due to periprosthetic joint infection].